Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector leaked from its one-link. The reporter stated that there was no visible damage or separation that contributed to the leak. This occurred during patient infusion of an unspecified chemotherapeutic drug using an unknown pump, and some of the drug contacted the patient¿s skin. The infusion was then stopped, the patient was monitored for skin reactions, and the patient was given hydrocortisone. The patient has since been discharged from the facility. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.